Event description:
Worsening allergic reaction to the adhesive on the dexcom g6. This has been happening to my son since dexcom changed their adhesive. The first picture is of the day it was removed and the second picture is from 4 days after. FDA safety report ID # (B)(4).